Event description:
It was reported that when the distal screw locking cap tightened, the tip of the driver broke off. The tip of the driver stayed implanted. The issue did not delay the surgery. It was reported the surgeon felt it was his fault for over tightening the locking cap. It is reported that although the tip of the driver remains implanted, no patient injury is alleged and no revision surgery or medical intervention was performed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. Part of the device remains implanted. An investigation has been initiated based upon the reported information.